Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported impact to customer's blood glucose level. At the time of the report, the issue was resolved, so no additional troubleshooting or event information was provided. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.